Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the guide wire and inflation lumen and in the proximal end of the balloon. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had relaxed folds. There were no kinks noted to the inner member. There was no damage noted to the sds. The tip seal length was 1 mm. This met manufacturing criteria. Since, the stent was not returned; the outer diameters could not be measured. Product performance engineering reviewed the incident info and the analysis of the returned sds, the stent was not returned to abbott vascular for a thorough analysis. Results from the analysis revealed crimp marks on the balloon and between the markers, which suggests that the stent was originally positioned correctly and securely at the time of manufacture. The presence of contrast in the inflation lumen and proximal end of the balloon along with the fact that the returned balloon was no longer tightly folded suggest that it is possible positive pressure may have been applied to the system at some point. If this occurred before or during device positioning, this could cause the stent to become loose, facilitating stent dislodgement when the mounted stent brushed past the guiding catheter tip. Another possibility is that the stent interacted with the anatomy during the attempt to cross the lesion, the stent may have become damaged or disrupted on the balloon and thus lead to the dislodgement when entering the tip of the guiding catheter. The stent was not returned and could not be evaluated. Although these are possible scenarios, a conclusive root cause cannot be determined for the stent dislodgement in this case. The tip seal length indicated that the manufacturing criteria was met. The inability to advance the sds was reported, can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, pt anatomical morphology, and pt disease state. Based on the info received with the complaint, the inability to advance appears to be related to the tortuous anatomy. A lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to the pt injury previously. Device issue: stent dislodgement. It was reported that the stent could not be positioned at the tortuous distal right coronary artery (rca); therefore, it was withdrawn. As the stent delivery system (sds) was retracted into the tip of the guiding catheter, the stent was dislodged from the balloon, onto the guide wire. The stent was able to be removed from the vessel. Reportedly, there was nho pt injury. No additional event or pt info is available.